Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump within the last 24 hours. Technical support provided pump reset information and assisted the caller in resetting it successfully. The malfunction did not recur after the reset, and technical support advised contacting them again if the issue reoccurred. The caller understood these instructions and continued to use the pump.